Event description:
A customer contacted beckman coulter inc. (Bci) in regards to obtaining false high sodium (na), potassium (k), chloride (cl), and calcium (calc) results that were generated by the unicel dxc 800 pro synchron chemistry analyzer. The erroneous results were reported out of the laboratory; however when the customer noticed the trend in high recovery, the samples were reported on an alternate instrument and amended reports were issued. The customer provided only the results whose differences exceeded assay precision claims. Patient treatment was not initiated or withheld based upon the false results reported.

Manufacturer narrative:
Qc prior to the event was within lab-established ranges, but qc in the previous days was showing imprecision and low recovery. Qc after the event was high. Customer performed bci hotline recommended troubleshooting (ts), but could not get qc to come into range. A field service engineer (fse) was dispatched and found that the electrolyte injection cup (eic) valve was full of fluid and rust. The fse replaced the valves, ran health checks, and verified performance.